Event description:
The following information was reported to gore: on an unknown date (approximately 1 year prior to (B)(6) 2024), this patient underwent abdominal arterial replacement with a y-graft for a thoracoabdominal aortic aneurysm, and a nonanatomic bypass was created in the superior mesenteric artery and bilateral renal arteries. The vascular roots of the superior mesenteric artery and bilateral renal arteries were clipped or ligated. Reportedly, the bypass of left renal artery reportedly occluded early (unknown date). On (B)(6) 2024, enlarged thoracoabdominal aortic aneurysm was observed. To repair the aneurysm enlargement, the patient underwent an endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (proximal: tgm262620j, distal: tgm343420j) were implanted using the chimney technique, and a gore® viabahn® endoprosthesis with heparin bioactive surface (jhjr 081502j) was used in the celiac artery (chimney device). After the tgm262620j was implanted proximally, proximal parts of the tgm343420j and the jhjr081502j were deployed from the medial side of the tgm262620j, and the distal tgm343420j was placed under the renal arteries. Subsequently, a non-gore stent graft (afx) was implanted distally than the proximal end of the jhjr081502j and proximally than the proximal end of the tgm343420j. On an unknown date, aneurysm enlargement due to a type ii endoleak from the superior mesenteric artery was observed. To repair the endoleak, the vascular root of the superior mesenteric artery was coil embolized. Insufficient clipping or ligation at the time of bypass creation during the abdominal arterial replacement was considered. (This event is reported under #2017233-2025-06052) on an unknown date, aneurysm enlargement was observed again. It was diagnosed as a gutter leak (type I endoleak) from the jhjr081502j and the afx, and a type ii endoleak from the right renal artery. On (B)(6) 2025, the vascular root of the right renal artery was coil embolized to repair the type ii endoleak from the right renal artery. In addition, for the gutter leak repair, the jhjr081502j was coil embolized near the celiac artery and an additional stent graft was implanted from a position covering the proximal end of the jhjr081502j to the distal extension of the tgm343420j. Angiography confirmed that the endoleaks were resolved, and the procedure was completed.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.